Manufacturer narrative:
To date, the complaint device is reportedly in route to mitek for evaluation. If and when the device is received, the results will be reflected in a follow-up report.

Event description:
For this procedure, the surgeon had to use three rapidloc¿s to complete case successfully. One of these devices, the tophat broke away from the suture and fell into the patient¿s joint space. The time of procedure was extended 30 mins. No further action is required at this point in time.